Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post operatively, the patient developed a granuloma. Additional information has been requested.

Manufacturer narrative:
The procedure performed was a blepharoplasty.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.